Event description:
It was reported that pump displayed malfunction alarm after pump was dropped while customer was attempting to change cartridge. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction code, and was advised to continue using pump and to call back if issue recurred, which customer acknowledged and understood.